Event description:
Per med event reported: dark brown particles found in low sorb IV tubing. Nitro bottle and tubing given to pharmacy. Per pharmacy's evaluation: it appears that there are two separate bodies in the IV tubing which may have originated from spiking the nitroglycerin IV bottle. The dark bodies were found proximal to the patient. FDA safety report ID# (B)(4).